Manufacturer narrative:
The ge healthcare service technician replaced the defective power switch to resolve the observed issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service technician found that unit was restarting when cover over the power button being flicked. There was no report of patient involvement.